Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was confirmed via device analysis. Additionally, a gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and observed broken gripper line were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 04 march 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one gripper was unable to lower during gripper orientation. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one gripper was unable to lower during gripper orientation. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.